Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 545 mg/dl. The cause of the bg level was unknown. Reportedly, the customer declined troubleshooting. The bg level was addressed with a bolus via the pump.